Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to the following statement in the initial MDR, "the cgm was reading 127 mg/dl and the blood glucose reading was 400 mg/dl.".

Event description:
The cgm was reading 127 mg/dl and the blood glucose reading was high (more than 400 mg/dl). There was not a complete set of reported glucose values available to search within the parkes error grid calculator.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The cgm was reading 127 mg/dl and the blood glucose reading was 400 mg/dl. The patient had no symptoms, panicked, and called the doctor who advised evaluation in the emergency department. There, the patient was given an IV and salt solution and the hyperglycemia improved to 200 mg/dl. The patient was discharged in less than 24 hours and was fine during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.